Event description:
During use of the ptd the fragmentation basket separated. The ptd was being used with a guidewire to perform a routine de-clot procedure on a loop graft. A snare was used to retrieve the basket. There were no patient complications.